Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging power supply and power cord with the complaint that the heater plate gets too hot to touch and burning plastic smell through the hose into the mask. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil observed an unknown dust contamination inside the inlet of the blower box. An unknown contamination was observed on the blower box. Hair-like particles and an unknown dust contamination were observed on the bottom enclosure. Pil was able to power on the device, confirm airflow, a known good, heated tubes and the heated plate tubes. The manufacturer was not able to confirm the complaint or address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device states that the plate is getting too hot to touch, plastic burning smell is coming from the hose into his mask. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.